Event description:
Patient reported that the infusion pump has malfunctioned multiple times, causing air to enter the line resulting in an 'occlusion upstream' error. Unknown if patient missed dose. No adverse event reported. Patient has device to return. Unknown date of malfunction. No further information provided. Frequency: use as directed to administer rystiggo.